Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing erratic blood glucose levels of 72-566 mg/dl on (B) (6) 2010-(B) (6) 2010 despite bolusing through the infusion device and changing the accessories. Her normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.